Manufacturer narrative:
Initial and final MDR 1885048 - MDR 3003442380-2024-07542 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient faced that the infusion set cannula was kinked within 3 or more hours after insertion at abdomen for 12 to 24 hours, which caused the patient's blood glucose from low 200s mg/dl and 350 mg/dl. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.